Manufacturer narrative:
Evaluation: results: inherent risk of procedure (failure to deliver stent, stent deformation <(>&<)> dissection). Patient condition affected effectiveness of the device (60% stenosis and severe calcification). Deformation problem. No results available since no evaluation was performed. (No evaluation performed as complaint device not returned for evaluation). Conclusion: known inherent risk of procedure (failure to deliver stent, stent deformation <(>&<)> dissection). Device failure/lack of effectiveness related to patient condition device (60% stenosis and severe calcification). (B)(4).

Event description:
The physician attempted to deploy an endeavor resolute 2.50 x 24 mm rx drug eluting stent. The target lesion was in the lad. It was reported that the device was inserted into a non tortuous vessel with 60% stenosis and severe calcification. The stent was advanced but it did not reach the lesion. Once resistance was encountered, the advancement of the device ceased. During withdrawal, the stent came off the balloon and began unravelling and was dislodged in the lad. The stent was removed using a snare. The patient suffered a dissection in the left main artery while the stent was being removed using the snare. This dissection was treated with a stent with no issues reported. The post procedure status of the patient is fine. ¿please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)¿.